Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ten month old male patient admitted for an eye infection had a PICC (peripherally inserted central catheter) inserted. The distributor was advised by the investigating officer that "the PICC was in for three days after which the patient suffered a heart attack." The autopsy revealed a perforation in the child's heart. The autopsy report also identified some concerns about the manner in which the catheter was inserted and the possibility of damage to the deceased's heart which may have caused his death. The investigating officer from the police force is gathering information in preparation for an inquest tentatively set for (B)(6) 2012.